Manufacturer narrative:
Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bio prosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including the patient age at implant, multiple heart conditions and surgeries that predispose him to premature valve failures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through investigation that a patient with a 29mm 3300tfx valve implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of three (3) years due severe regurgitation and poor leaflet coaptation. The patient presented with no clinical symptoms. A ttvr procedure was performed with a 29mm 9755rsl transcatheter valve. Per medical records, the patient was seen for a follow-up visit. An echo revealed severe ra enlargement with severe tr, a mean gradient of 8.7 mmhg, and diminished leaflet excursion with poor coaptation. Additionally, there was severe rv enlargement with mildly diminished function and mild to moderate lv dysfunction. The patient underwent an ttvr with an 29mm 9755rsl. A postoperative echo revealed the tv with no tr or ts, excellent leaflet excursion, and normal rv systolic function. No pvl was noted. The patient was transferred in stable condition to cvicu stepdown for recovery.